Event description:
Consumer complaint of low blood glucose results. Customer's expected range in the morning is 80-120 mg/dl. Reviewed memory (all results fasting with no medication): (B)(6) at 1:42p 133 mg/dl, (B)(6) at 1:30p 123 mg/dl, (B)(6) at 9:30a 46 mg/dl, (B)(6) at 9:32a 65 mg/dl, (B)(6) at 8:26a 39 mg/dl, (B)(6) at 8:26a 44 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).